Event description:
Legal claim received. Update rec'd 08/29/2014- litigation papers received. Litigation alleges pain, disfigurement, and permanent physical injuries. The invoice was located, which updated part/lot. Dor is updated. The existing MDR decision has been reversed and the acetabular cup and femoral head have been reported. The complaint was updated on: 09/15/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised to address aseptic loosening of the left femoral component with painful heterotopic ossification. Examination of the reported devices was not possible as they were not returned. Medical records indicate the patient was revised to address aseptic loosening of the left femoral component with painful heterotopic ossification. The asr devices are considered non-contributing to this report and have been discontinued/obsoleted and will not be investigated further. A search of the complaints databases against the provided femoral stem product/lot code combination finds no other reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 9/15/2014 - medical records received. Patient revised to address heterotopic ossification. Upon revision, subsidence and loosening of the femoral component, and no symptoms of metal-on-metal diseases were noted. The stem is being added to the complaint. This complaint was updated on: 10/01/2014.